Event description:
The following was reported to gore: on (B)(6) 2026, a patient was treated for an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. After deploying the device, an angio was taken, and it was determined that the device had covered the renal arteries. The excluder was reconstrained and pulled down until it was only covering the renals by about 5mm. However, at that point, when pulling on the catheter, the leading olive would move without the device moving anymore. Since the device appeared to be detached from the catheter, deployment was completed. The physician reports no impact to the patient. The catheter was discarded.

Manufacturer narrative:
H.6. Investigation findings code c21: conclusions pending results of product history review w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.